Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implanted neurostimulator (ins) for failed back surgery syndrome and degen disc disease/herniated disc pain. It was reported that around the beginning of (B)(6) 2018, the patient's therapy had stopped due to an informational power on reset (por) error code. The por was seen on the patient's recharger. It was reviewed how to clear the por using the patient's programmer, which resolved the por. The patient was able to turn stimulation back on after clearing the por. No further complications were reported or anticipated.